Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed smoke coming out of the back of the architect i2000 instrument. The customer had to use a co2 fire extinguisher and the instrument was powered off. The power board experienced a condition fault which led to wash buffer leaking out of the tank. Further inspection showed that the wash buffer tank had overflowed, fluid was observed at the base and there was a residual smell of burning around the instrument. Inspection showed that the card cage was where the incident had occurred, motor driver board number 3. Scorching of the components was observed. No impact or potential impact to analytical / patient result data, patient management or user safety was reported.

Manufacturer narrative:
Service found that the cause of the smoke was due to the arc bfr snsr/tub overflowing onto the bd, motor driver cause the board to short circuit therefore burning/charring. Service replaced both the arc bfr snsr/tub and bd, motor driver and deemed both the parts the cause for the smoke. The part replacements resolved the issue. Trending review did not identify any trends for the complaint issue. The 2022 ul certification memo indicates that abbott diagnostic equipment and accessories are certified to the appropriate safety standards, and adequate protection is provided for the operator against spread of fire from the equipment. The charring/burning, observed was limited to the bd, motor driver (part number 7-900080-01) due to the arc bfr snsr/tub (list number 08c94-25) overflowing onto the board; the electrical charring/burning did not spread to other parts of the module. Labelling was reviewed which adequately addresses the current issue. Based on all reviewed data, we conclude that there is no product deficiency identified in this complaint.